Manufacturer narrative:
Preliminary analysis showed that the device operated within specifications.

Event description:
Reportedly, at the follow-up performed in (B)(6) 2016, the subject device had reached recommended replacement time (rrt). It was implanted on (B)(6) 2011. It was explanted and was returned for analysis.

Event description:
Reportedly, at the follow-up performed in (B)(6) 2016, the subject device had reached recommended replacement time (rrt). It was implanted on (B)(6) 2011. It was explanted and was returned for analysis.

Event description:
Reportedly, at the follow-up performed in (B)(6) 2016, the subject device had reached recommended replacement time (rrt). It was implanted on (B)(6) 2011. It was explanted and was returned for analysis.